Manufacturer narrative:
Investigation findings: a portion of the device was received for eval. The returned portion of the anchor was stuck/lodged in the distal tip of the driver. Please note the info for use (IFU) provided to the user identifies the following indications for use: the linvatec super revo soft tissue anchor is intended to be used for rotator cuff repairs of the shoulder, either arthroscopically or in a mini-open technique. A review of product history for the past 2 years shows two other reports of anchor breakage without injury. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during a procedure to correct a hammer toe of the left foot, the eyelet of this suture anchor broke off in the bone and was not retrieved. The procedure was completed as intended with a different brand anchor.